Event description:
It was reported that there was error code 41 (low internal flow) occurred in an arctic sun device. Per review of wo on 04oct2024, device was used on patient and no patient impact. Per follow up information received via email on 04oct2024, device was shipped to task management for repair. The device was not repaired yet. Patient switched devices.

Manufacturer narrative:
The reported issue was confirmed user related. The root cause of the reported issue is due to a dirty bypass valve. Error 41 was reproduced. This was caused by dirty bypass valve. Last year this device also had a problem with its fill valve. As a precautionary measure needed to change the manifold harness. Manifold harness was replaced. The device underwent pm servicing while in for repair. Mixing pump, circulation pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. Correction: f, h. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per IFU: warnings: users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. To replenish the internal cleaning solution: add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistance pouch. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code 41 (low internal flow) occurred in an arctic sun device. Per review of wo on 04oct2024, device was used on patient and no patient impact. Per follow up information received via email on 04oct2024, device was shipped to task management for repair. The device was not repaired yet. Patient switched devices.